Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, audio/vibrate anomaly and a21 alarm noted. Device received with cracked case near display window corners and cracked on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had blank display and unexpected restart alarm. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. The customer stated that they had received an unexpected restart alarm and the pump was giving a high pitch noise and restarted the pump and the battery was changed and the pump will not come on. Customer reported that the sweat moisture was exposure to the pump. Customer stated that they had a constant tone occurring. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The insulin pump will be returned for analysis.